Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose level. The customer's blood glucose was 42 mg/dl. Customer¿s current blood glucose was 320 mg/dl. Customer reported that insulin pump is not giving her enough insulin. Customer just filled reservoir and gave herself a bolus and it went down to 42 mg/dl. Customer stated that she drank juice and at a zero bar blood glucose is now at 156 mg/dl. Customer reported that drive support cap is flush with insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Pump passed all operating currents tested within the spec range and passed off no power test. Pump passed the dat test at 0.08750 inches. Pump received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.